Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin- contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a (B)(6) year old female pt contacted zoll customer support to report that she had a rash under the right rear therapy electrode (te) pad. The pt reported that the skin was broken so she removed the device for a few days to let it heal. The pt continued to wear the device. It is unk whether the pt required med intervention. The clinical outcome of the skin irritation is unk.